Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg had reached end of life. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis of the returned ipg found it had declared elective replacement indication (eri) and end of life (eol). A longevity calculation confirmed it had normal battery depletion due to usage.